Manufacturer narrative:
This report is being submitted as additional information was received that this device was explanted and replaced. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended programming options or lead replacement. No adverse patient effects were reported. This ICD remains in service. Additional information was received that this ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD has not returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended programming options or lead replacement. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.